Event description:
It was reported that a noise was heard, and laser stopped working during a procedure. It was noticed that the fiber was cracking. The blast shield was also damaged and replaced. The procedure was completed with another fiber. There were no patient complications. This complaint refers to the fiber.

Event description:
It was reported that a noise was heard, and laser stopped working during a procedure. It was noticed that the fiber was cracking. The blast shield was also damaged and replaced. The procedure was completed with another fiber. There were no patient complications. This complaint refers to the fiber.